Event description:
A breast lesion localization was conducted about one year ago on the patient. The biopsy was completed and the patient came in for one year follow-up visit. During the visit, it was noted that a portion of the hookwire had been left in the breast. No attempt has been made to remove this portion and the patient has not sustained any adverse effect from this event at this time.